Event description:
It was reported that right mandibular implant did not fit and could not be used. The surgery was completed successfully using the other three implants. A revision surgery was to be performed however, it was later decided that they will not be completing the revision surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that right mandibular implant did not fit and could not be used. The surgery was completed successfully using the other three implants. A revision surgery was to be performed however, it was later decided that they will not be completing the revision surgery.

Manufacturer narrative:
The reported event could be confirmed as CT scans were provided to stryker, which showed that the postoperative anatomy of the patient with the right mandibular component was not implanted. The surgeon had difficulty during the tmj surgery, and could not fit the right tmj mandibular component, so he implanted a temporary device on the right side instead. Between planning and surgery, some changes happened in the patient anatomy. Overall, the reported event is attributed to the patient's condition. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices. Therefore, no corrective and/or preventive actions are deemed necessary at this time.